Event description:
Notification from the (B)(6) was received (B)(6) 2014 regarding a patient diagnosed with a corneal abscess and diffuse inflammatory infiltrates in the right eye. Bacteria was observed on the contact lens and identified as protus mirabilis, serratia liquefaciens. No bacteria were found on the lens care product. The incident resolved without sequelae following antibiotic therapy. Additional information was requesting but not received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).